Event description:
It was reported that the lesion was located in the heavily calcified and moderately tortuous circumflex. The 2.0 x 08 mm mini trek balloon failed to cross the lesion. The lesion was treated with two unspecified mini trek balloons. No adverse patient effects were reported. Returned device analysis noted a balloon rupture. Additional information received stated that the balloon was attempted to be used for pre-dilatation of the lesion. The balloon ruptured below rated burst pressure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of returned the mini trek catheter was returned with blood and contrast visible in the inflation lumen, as well as contrast in the balloon, which was a loosely-folded balloon. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but there was a hole in the balloon 1 mm proximal to the distal marker, confirming the reported complaint. The tip was also found to be slightly flared, which may have been a result of an interaction with the patient anatomy during advancement. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous and heavily calcified, which likely contributed to the reported difficulty. The scanning electron microscopy (sem) lab analysis indicated a radial leak, intersecting a fold/crease with mechanical damage and pushed material at the leak edges. Damaged balloon material was also found in the folds adjacent to the leak. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. It is likely that the tip became flared during advancement from an interaction with accessory devices or the tortuous and calcified lesion. Then upon inflation attempt, the balloon material likely interacted with the heavy calcification and ruptured as a result. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and there has been no other reported for balloon ruptures from this lot. Based on the analysis of the returned device and the result of the sem analysis, the rupture and noted damage appear to be related to circumstances of the procedure. There is no evidence to suggest any indication of a potential product quality deficiency.